Event description:
Caller reported blood glucose results of 11 mg/dl and 60 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.